Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: a4; a5; b7; e1; e2; e3; g3; h2; h3; h6 an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted.

Manufacturer narrative:
Upon reassessment of the reported event, this report should be voided as it was determined to be part of the event reported under MFR number 0001825034-2021-01841

Event description:
Upon reassessment of the reported event, this report should be voided as it was determined to be part of the event reported under MFR number 0001825034-2021-01841.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis location unknown; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2021 - 03031 , 0001825034 - 2021 - 03032 , 0001825034 - 2021 - 03033.

Event description:
It was reported that patient underwent tha on right hip procedure. Patient underwent procedure on four (4) years post implantation to remove a pseudotumor. Subsequently, patient underwent a revision procedure two (2) months later. It was relayed that elevated chromium and cobalt levels were confirmed. Attempts have been made and additional information on the reported event is unavailable at this time.